Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a partial display anomaly. The customer¿s blood glucose was 6.4 mmol/l at the time of incident. Customer¿s parent stated that the bottom half of the insulin pump screen was black and the top half of the screen is reading intermittently. No troubleshooting the customer¿s parent was advised that the insulin pump is being replaced and is expected to return for analysis.